Manufacturer narrative:
The lead was returned with no reported complaint. As received, a complete lead was returned in two pieces. Visual examination of the lead portions found an external insulation abrasion breaching the outer insulation and exposing the outer coil caused by friction to the device can on the connector portion of the lead.

Event description:
This report is to advise of an event observed during analysis.